Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - the event occurred in united kingdom d10: associated product information, part (lot): -00840009000(65497320) -00840002411(65012697) -00840009500(64926431) h6: proposed annex g code: mechanical (g04) - stem the customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends..

Event description:
It was reported that the patient had an initial right total elbow procedure. Subsequently, the patient developed increasing elbow pain with no reported trauma. Radiographs demonstrated loosening of the humeral component requiring revision, which was completed approximately three (3) years and six (6) months post-implantation. There were no other contributing conditions such as infection or trauma. It has not specifically been confirmed that it is due to patient anatomy and the revision surgery is being carried out in two stages. The first stage was to remove the device, and she will need another operation in due course when the new implant is confirmed/ready. It was reported that no further information is available.